Manufacturer narrative:
A field service engineer (fse) went onsite to further investigate the issue. The fse performed a calibration of the touchscreen, but this did not resolve the issue. The fse then replaced the touchscreen and confirmed the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested, and the failure was not confirmed. Pil verified that the returned touchscreen passed all flex cable resistance verification testing and all resistance ration testing. The investigation concluded that there was no problem found with the returned touchscreen.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was misalignment in the touch position on the touchscreen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Repair is pending. Investigation is ongoing.